Event description:
Additional information was received as follows: recent ctas showed that an endurant bifurcate was implanted just below the renals, bridging the 6cm gap between the renals and the migrated talent aaa. The ipsilateral limb of the endurant was placed into the left/contralateral limb of the talent aaa. The maximum aaa diameter is 5.9cm. No endoleak was seen. There is some thrombus seen lining the ID od the endurant aortic body, and the limbs are patent. A fracture is seen in one apex of the talent bare spring, near the crimp. The cause of the migration and stent graft kink appears to be due to disease progression with aaa morphology changes. This may have also contributed to the bare spring fracture.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 10 mm in length and it was "reverse funnel" shaped measuring 29 mm below the renal arteries and 32 mm distally. It had a 60 degree angulation and there was 2 - 3 mm of circumferential thrombus. It was reported that on a recent unknown date, the talent bifurcated stent graft was found to have migrated 5 ¿ 6 cm with a proximal type I endoleak present. The migration was attributed to disease progression where the aortic neck had dilated to 40+ mm in diameter. The ipsilateral limb was kinked but not occluded at the location of the missing stent ring due to the migration. The decision was made to implant an endurant bifurcated stent graft to address the migration and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine. Review of returned films post-implant showed that the bifurcate was positioned approximately 4cm below the left renal. The ipsilate ral/right limb is kinked at the flow divider; both limbs are patent. The maximum aaa diameter was 5.4cm. There is significant thrombus seen within the bifurcate aortic body. It is unclear if there is a proximal type I endoleak (due to the thrombus), and if the aaa may be pressurized. Films from approximately 62 months post implant show similar findings from the previous study. More recent images showed that the aaa max diameter is 5.9cm, and the bifurcated stent graft is 5-6cm below the renal arteries. There is again a possible type I endoleak. The cause of the migration and stent graft kink appears to be due to disease progression with aaa morphology changes. Images post-endurant bifurcate implant were not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, method: (film); evaluation, results: inherent risk of procedure (stent graft migration, endoleak), patient's condition affected effectiveness of device (disease progression, aortic neck dilatation and angulation); evaluation, conclusion: inherent risk of procedure (stent graft migration, endoleak), device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation and angulation).